Event description:
It was reported that the patient had the artificial urinary sphincter revised to shorten the pump tubing. No components were removed or replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced discomfort in the scrotum. The onset of the event leading to the revision surgery was (B)(6) 2018. Following the revision surgery, the patient had relief from scrotal discomfort.